Event description:
Patient required manipulation under anesthesia following total knee replacement to increase range of motion.

Manufacturer narrative:
Patient required manipulation under anesthesia following total knee replacement to increase range of motion. Review of the device history record indicates that the device was manufactured to specification.